Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the image processor (ip) pcb. The system was tested and found to be working as intended and placed back into service

Event description:
It was reported that the left monitor on the 9600+ system is "flickering" on/off during the procedure. There was no report of patient injury.